Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-21204. During follow-up, loss of right ventricular (rv) capture, decreased impedance and sensing were revealed. Radiographic imaging was done to confirm the leads were dislodged due to twiddler's syndrome. The atrial lead was repositioned and a new right ventricular lead was placed. The patient is in stable condition.